Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Also involved in the reportable occlusion was the following device: pll161007/17624548 UDI# (B)(4) . Images were sent to gore for analysis and further information will be provided. The event date will be used as the best estimate- (B)(6) 2018, the date of the imaging evaluation.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat abdominal aortic and right common iliac artery aneurysms. Reportedly, a gore® excluder® aaa endoprosthesis featuring c3 delivery system was implanted at the right side and was extended down into the external iliac artery with a gore® excluder® aaa endoprosthesis iliac extender component. Final completion angiogram confirmed that the procedure was completed without any issues. The patient tolerated the procedure. The 1 month follow up revealed that both devices were fully occluded. The cause of devices¿ occlusion was unknown; however, according to the physician, the vessel¿s anatomy had a bend, but the physician was able to deploy both devices in more tortuous anatomy without difficulty. The physician continued to monitor this patient and did the follow up CT on (B)(6) 2018. That time the patient has complained of some buttock pain and mild claudication. Patient had flow in the profunda and superficial femoral artery (sfa). Re-intervention was scheduled for (B)(6) 2018 with a tissue plasminogen activator (tpa) procedure to start and possible implant of the additional stent.

Manufacturer narrative:
Patient identifier. Event description. Images were received for analysis. Only three time-points images were available for evaluation: pre-implantation cta dated (B)(6) 2018, post-implantation cta dated (B)(6) 2018 and post-implantation cta dated (B)(6) 2018. Comparison axial images appear to show partial then total occlusion of the limbs extending into the right common and external iliac arteries. The occlusion appears to extend to the distal end of the implanted devices in the right external iliac artery and distal to this level. Contrast can be visualized on all three time points in the distal right external iliac artery. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to a patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, a tissue plasminogen activator (tpa) procedure was initiated to treat an occlusion. The blood flow was fixed and the patient tolerated the procedure.